Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1 : patient initials is not available. H3, h6: no parts returned for product analysis medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that during a l5-s1 case, the screw on l5 was lateral. The inaccuracy was less than 3mm. The surgeon put the chicken foot down the guidance system path and it was accurate. Soft tissue pushed the screw. They stated on the call that they were able to verify accuracy with the pointer and it was not a hardware issue, but due to a soft tissue / anatomy shift. There was a 15 minute delay to the procedure. There was no known impact on the patient impact.